Event description:
The customer reported that during a carboplatin infusion a leak was discovered on the needleless valve. The infusion was paused momentarily to replace the valve, and then the infusion recommenced. A few drops of carboplatin medication leaked onto the patient's skin and it was immediately washed off by the oncology staff. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the valve noted no damage or any anomalies. Functional testing was performed by attaching lab extension sets to both ends of the received valve and infusing fluid thru it; no leaks or issues were observed. The attached components were also pressure tested up to 30psi while submerged underwater and no leaks or issues were observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.